Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 25 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 100 mm. Vessel morphology is unknonwn. The patient has a history of coronary artery disease, coronary artery bypass graft, and smoking. It was reported that the bifurcated stent graft was deployed, but the runners were not retracted as the contralateral limb was deployed in the gate. After the runners were retracted from the bifurcated stent graft, it was noted that the stent graft was approximately 8 mm below the renal arteeries. It was reported that the physician may have bumped the delivery system and pulled the device down. A guidewire was inserted with an up-and-over technique and used to pull the stent graft down in order to provide adequate space for placement of an aortic cuff. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.